Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿leakage¿. Keytop had pinhole and cuts due to which there was leakage. The customer allegation ¿control knob was stiff¿ was not confirmed. There were few additional findings. The light guide lens was chipped. The distal end cover had a sharp edge. The adhesive of the bending section cover was separated. Bending tube metal braid was damaged. The connecting tube had a scratch. The paint of the air/water cylinder nut and suction cylinder nut was peeled off. The universal cord had a scratch. The plug unit housing was damaged. The light guide lens was cracked. The angulation was less than the specified value and angulation knob exhibited free play. The water contact and water removal ability was less than the specified value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited leakage. The exact location of leak was unknown. The angulation control knob was stiff. The issues were found during reprocessing. The device was returned and an evaluation revealed clogging of the suction tube, biopsy channel and air/water channel with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. However, it is likely that the foreign material remained in the suction tube and air/water channel, as reprocessing could not be completed due to a leak at the control unit. The event can be detected/prevented by handling device as per the following instructions for use: operation manual includes the detection way at chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.